Event description:
It was reported that a small volume intermate had particulate matter inside the balloon. There was no patient involvement. Additional information was requested and is not available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). The device has been received and evaluation is underway. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured on june 6, 2014 ¿ june 11, 2014. Evaluation summary: the actual device was evaluated. Visual inspection of the unit revealed a solid white particle 1.59 mm in length floating in the fluid of the bladder. Spectrophotometer scanning was performed and the particle was identified as an acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.